Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the probe broke down. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the probe received the high load. The instruction "manu" of sonosurg mentions warning and caution. Do not increase the ultrasonic output too much or too quickly. Otherwise, it may cause patient injury and/or equipment damage.

Event description:
The subject device was used during an uncertain procedure. The probe of the device was broken and fell off outside the patient. There was no patient injury reported.